Event description:
The customer required assistance to treat low bg level. Glucose tablets were given to the customer to address bg level. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.